Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had a loose connection to the piv and leaked during use. The following information was provided by the initial reporter: "nurse describes "leaking" from connection between piv and extension set. Likely due to not being able to properly connect the extension set to the piv."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of connection issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had a loose connection to the piv and leaked during use. The following information was provided by the initial reporter: "nurse describes "leaking" from connection between piv and extension set. Likely due to not being able to properly connect the extension set to the piv."